Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review is not required. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
One device was returned for investigation. The device was visually and functionally inspected. The reported problem was able to be duplicated as the water circulation alarms, which could be confused with the air detector green operational led, stays lit up when air detector door is opened. The complaint is confirmed. A faulty h31 air detector control board is what caused this problem. The heaters, stubbing. Return rube, fan guard and orings will be replaced as preventative maintenance. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water circulation alarms. Air bubble sensor is broke. No patient involvement reported.